Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to significantly swollen tissues, effusion, dark staining and black tissue of the gluteus medius, anteriorly on the minimus and in all the subgluteal space and osteolysis of the trochanter and acetabulum. The information received does not change the MDR decision.

Event description:
Patient was revised to address osteolysis.

Event description:
Patient was revised to address osteolysis. Update litigation alleged the asr implant has failed causing high concentrations of various metallic elements in the patients blood.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis. Update (B)(4) 2013 litigation alleged the asr implant has failed causing high concentrations of various metallic elements in the patients blood. There is no new information that changes the outcome of this investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.